Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 450 mg/dl. Customer experienced issues with their infusion set and was advised to send back their set for analysis. Troubleshooting was not performed for the insulin pump. The insulin pump will not be returned for analysis.